Event description:
It was reported, "the arthroplasty was revised due to acetabulum loosening and osteolysis. The acetabular component was revised. The components were implanted in situ 15.21y. Photographs of the retrieved implant are attached." Medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.